Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. Device trace download analysis confirmed the device alarmed low battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert due to connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not start. Customer stated battery had lasted only a day. Customer stated they tried to change several batteries but insulin pump keeps alarming with battery error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.